Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced surgeon side console foot tray to address report issue. The system was tested and verified as ready for use. The failure analysis (fa) performed a visual inspection and found small cosmetic damage to the switch pedal switch. The fa verified no errors in lighthouse (aperture) and installed on internal eft (equipment, fixture, or tool) system and powered on. System powered on with no errors, so installed instruments and checked the operation of foot tray switch arm pedal. Pedals are switching fine and could not verify any issues. Tried power cycling and repeating process a few times and pedal switching worked fine with no problems. The fa could not confirm reported issue, and no root cause determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported the surgeon had some issues with the left side instrument swap pedal on the console. Surgeon described foot pedal being unresponsive and had to hit the pedal multiple times to get it to work. Additionally at one point the pedal activated on it's own resulting in instrument movement into tissue. The procedure was completed with no reported injury.